Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the pacemaker and another manufacturer's right ventricular (rv) lead exhibited low out of range pacing impedance measurements of less than 200 ohms in bipolar configuration and 205 ohms in unipolar. No noise was present. It was noted that at time of device replacement over three years ago the impedance was 210 ohms. At this time the physician opted to continue to monitor the patient. The pacemaker and rv lead remain in service and no adverse patient effects were reported.

Event description:
Additional information was received that the patient presented with episodes of syncope. It was thought that there was intermittent capture on the right ventricular (rv) channel, however they were unable to recreate this in the clinic. It was further noted that the low out of range pacing impedance measurements continued. Subsequently a revision procedure was performed where the pacemaker and another manufacturer's rv lead were left implanted but electrically abandoned on the patient's left side. A new pacemaker and rv lead were implanted on the patient's right side. No additional adverse patient effects were reported.